Event description:
The customer reported having difficulties with priming the insulin pump, and the piston in the device was not moving. The customer stated that her blood glucose reading was 307 mg/dl at noon time, the customer treated with the insulin pump, and in the afternoon her blood glucose dropped to 22 mg/dl. The customer stated that she was unconscious and the paramedics came to provide medical attention. The blood glucose reading at the time of the call was 443 mg/dl. Troubleshooting was performed. Ran a fixed prime test and the device passed the test. The basal and bolus matched to the daily totals. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.